Manufacturer narrative:
The field service engineer (fse) was on site and confirmed what the customer reported. To resolve the issue the fse replaced the amp board at all 7 channel locations (including at the fl1 and fl4 locations) to resolve the reported failure. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier - (B)(4).

Event description:
The customer reported amp board warning signals at all channel locations on their fc500 flow cytometer. The instrument was also generating amp board error messages at the fl1 and fl4 channel locations. There was no erroneous patient results associated with the event. There was no reported death, injury or change to patient treatment.